Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. (4.3.4) per tandem¿s x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 100 units. Reportedly, the customer loaded slightly over 300 units of cold insulin into the cartridge and was not performing the proper air removal technique. The customer's blood glucose was 184 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.